Event description:
It was reported that the patient received multiple shocks due to noise. High capture threshold noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.